Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors (mcs) instrument was analyzed and the instrument exhibited scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.037¿ x 0.042¿. There was not any material missing. For clarification the tube was not burned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) burned through the sleeve cover. The procedure was completed with no reported injury.